Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips field service engineer performed a system inspection and, as a correction, cleaned and lubricated the control panel arm rear bushing assembly to resolve the issue. A thorough engineering investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported.